Manufacturer narrative:
The customer's report of a ¿unintentional infusion¿ was not confirmed. No event logs or product was returned for this investigation and there is not enough information in the file to evaluate the reported issue. The root cause of the customer's experience was not identified.

Event description:
The customer reported a patient received an unintended and unspecified amount of epinephrine 10 mcg/ml and vasopressin .02 mcg/ml during transportation from the operating room to the ICU. The nurse has paused these infusions after priming to have them ready if needed and noted they were running during the hand off report to the ICU nurse. There was no change in the vital signs and no harm to the patient.